Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead was successfully placed in position, but the stylet was unable to come out. The stylet was cut and the lead remains implanted. The patient tolerated the procedure fine.